Manufacturer narrative:
The reagent lot number is 755534 with an expiration date of 31-jul-2025. The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys afp and other assay results from multiple patient samples tested on the cobas 6000 e601 module. The reporter provided one example of discrepant results: the initial result was <1.8 ng/ml. The repeat result was 3.2 ng/ml.

Manufacturer narrative:
The field service engineer found there was insufficient reaction cell rinse. He decontaminated the rinse tubing and performed wash reaction parts which resolved the issue. He confirmed the analyzer was running within the specifications. The investigation determined the service actions resolved the issue.